Event description:
A customer reported a cartridge alarm 20 that occurred during pumping. The incident did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer, who had previously reported similar alarms, will switch to a backup insulin therapy using multiple daily injections (mdi). Technical support arranged for a replacement pump and provided instructions for returning the malfunctioning pump.